Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event unknown. Device is an instrument and is not implanted / explanted. (B)(6). Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional manufacture date: may 8, 2006. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was completed: orchid unique manufactured the device. The supplier¿s certificates of compliance indicate the parts were manufactured to and met the required specifications. The first receipt of this lot parts was inspected to the synthes, incoming final inspection sheet. A material review report was written for discoloration on three pieces of the lot. The parts were returned to the supplier for rework and the material review report was closed april 10, 2006. The parts were re-received and found conforming at incoming final inspection. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). The visual inspection of the returned device performed as part of the product investigation reported the countertorque wrench for cslp (324.067 lot uq57871) was received with three of the four prongs on the distal tip broken off above the radius. Otherwise the countertorque wrench is in good condition with minimal wear present. The countertorque wrench for (cslp) cervical spine locking plate (324.067 lot u129964) is a component of the cervical spine locking plate system (cslp) instrument set (105.897) and the cslp basic instrument set (105.898). It is intended to be used with the cslp system, which is used for anterior screw fixation to the cervical spine (c2-c7). A cslp construct consists of a locking plate, expansion-head screws and locking screws. Once the expansion screws are inserted and flush with the top of the plate, the locking screws can be inserted. The act of inserting a locking screw expands the flanges of the expansion-head screw and securely affixes it to the plate. The countertorque wrench is used to stabilize the expansion-head screw, keeping it from rotating, while the locking screw is inserted with the self-retaining screwdriver (cslp variable angle technique guide j3173-d). Drawings for the countertorque wrench (324_067 rec c for the top level and 324_067_1 rev b for the distal tip) were reviewed and found suitable to determine the intended device design, application and dimensional conformity. The wrench was found to have met the drawing specifications. A strength analysis was conducted to determine the force required to shear off three prongs above the radius, which exists approximately halfway down the length of the prong. Tensile strength (mpa) for the countertorque wrench¿s material (440a stainless steel) was used with the von mises criterion coefficient (0.577) to calculate the material¿s ultimate shear strength (mpa). That value, the maximum distance to the neutral axis, c (mm), and polar moment of inertia, j (mm^4) were used to calculate the force required to shear off three prongs above the radius. The force required to shear three prongs off of the countertorque wrench above the radius is 1.95 nm or approximately 1.44 ft-lbs of torque. The instrument was received under the complaint condition ¿broken ¿ preoperatively¿. Three of the prongs on the distal tip of the instrument were broken off above the radius. It is likely that the wrench was not fully seated within the expansion-head screw when the locking screw was being inserted. The resulting torque was enough to shear off the prongs above the radius where the force required for failure is approximately 25% of that of a fully seated prong (7.82nm). After reviewing the related product drawings, complaint history and risk analysis, the design is adequate for its intended use and did not contribute to this complaint condition. The complaint is therefore confirmed. It is likely that the distal tip of the countertorque wrench was not fully seated in the expansion head screw when the locking screw was inserted. The resulting torque was sufficient to break the tip off of three of the prongs. The device is determined to be suitable for its intended use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine visualization of instruments, the nurse noticed the tip of the counter torque wrench was found broken upon opening the set in the operating room for an anterior cervical disectomy and fusion procedure. The hospital staff is unaware of the date of when tip was damaged. There was no patient involvement. There was no reported delay and the procedure was completed using a similar instrument.this report is 1 of 1 for (B)(4).